Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. The hcp reported that the patient was unable to communicate when the ins and therapy was not on. No further patient complications have been reported as a result of this event.